Event description:
Related manufacturer report number: 2017865-2023-10992. It was during in clinic follow up that the right atrial lead had dislodged. During lead revision procedure, the atrial lead was repositioned, but attempts to reposition the right ventricular lead were unsuccessful due to helix rotation issues. The right ventricular lead was instead explanted. The patient was stable following operation.